Event description:
The customer reported the ventilator was alarming low volume during use on a patient. The customer reported there was no patient harm. Service was initiated by the hospital biomedical technician. The biomedical technician reported gas volume accuracy testing failed due to the o2 flow sensor measuring below specification at set volumes. A low gas volume during breath delivery may be detrimental to a patient. The biomedical technician replaced the o2 flow sensor to address the finding. The biomedical technician reported the ventilator would not pass testing after the repair. Manufacturer's service was contacted for evaluation and the manufacturer's service technician reported finding the o2 flow sensor had not been fully inserted into the o2 valve per specification when it was replaced by the biomedical technician and was causing a leak. The manufacturer's service technician reinserted the o2 flow sensor into the o2 valve to correct the biomed induced issue. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
(B)(4) = oxygen flow sensor.